Event description:
A doctor alleged that one (1) patient had experienced the chipping of their restoration from tooth #21 on two (2) separate occasions.

Manufacturer narrative:
The first occasion the restoration had chipped occurred approximately two (2) weeks after placement. The patient returned to the office and the doctor removed the restoration completely; he replaced it again using point 4 product. The second occasion the restoration had chipped occurred approximately another two (2) weeks later, and the doctor noted that the chip had occurred in the middle of the restoration. The doctor removed the full restoration a second time and replaced it using a different product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.